Event description:
The lay user/ patient contacted lifescan (lfs) in 2006 alleging an error 2 reading on her one touch ultra meter. A medical affairs specialist (mas) spoke to the patient and obtained/ verified the following information. The patient had stopped using the meter for several months and started to use the meter for the first time in the morning of event day. She was still taking her oral medication micronase and glucophage on a regular basis. The patient woke up feeling shaky in her legs and had chills. She attempted to test and obtained an error 2. She then contacted her nurse and was advised to retest while the nurse was on the phone. The patient retested and obtained a 116 mg/dl. Nurse then advised the patient to eat breakfast and to contact lfs for assistance with the device. Shortly after eating breakfast she felt better. The test strips that the patient had been using had been opened for more than 3 months. Using test strips opened longer than 90 days can lead to false blood glucose readings. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. The patient was able to obtain a reading weith the cca. An error 2 could be caused either by a used test strip or a problem with the meter. The patient did not allege that her meter was reading inaccurate. The patient had diffculty seeing and was unable to read the serial # on her meter. Although the patient stopped using the meter for several months and was using expired test strips, the complaint is being reported because the reading of 116 mg/dl did not correlate with her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.